Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735354, serial/lot #: -, ubd: , UDI#:. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's pentero bracket was not tracking and only worked at certain angles. There was no patient involved.